Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squeaked. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device, a retention sample was pulled. Visual inspection of the retention sample noted no anomalies. The pump was performance tested and found to be within specs. Although this complaint could not be attributed to the device during investigation, it is realized that this failure may have been related to abnormal wear during use. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.